Event description:
On (B)(6) 2015 - the end user reported that the tape took off a piece of skin off when he removed it.

Manufacturer narrative:
A review of complaint history for this lot number did not reveal other similar complaint. End user returned the product to the store, unable to obtain product.